Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact could lead to false positive grams stains being reported. The following information was provided by the initial reporter: "customer is seeing gram positive cocci on the gram stains"

Manufacturer narrative:
H.6. Investigation: a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Although testing did not confirm an excessive amount of artifact, a review of the most recent complaint data indicates a trend in confirmed complaints for artifact, therefore complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA#1491251 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact could lead to false positive grams stains being reported. The following information was provided by the initial reporter: "customer is seeing gram positive cocci on the gram stains."